Manufacturer narrative:
Results = based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample. Conclusions = based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample. The involved device was returned to the manufacturing facility in (B)(4). Inspection of the returned device found that the urethane outer layer had been ripped off at approximately 149mm from the distal end of the shaft, separated from the core wire to approximately 76mm from the distal end of the shaft and rolled back over the wire in the distal direction, with the core wire being bared on approximately 149mm - 76mm from the distal end of the shaft. Magnifying inspection of the segment around 149mm from the distal end of the shaft found the generation of some scratches on the proximal urethane outer layer adjacent to the ripped point. A longitudinal scratch was found to have been generated in the proximal direction on the urethane outer layer proximal to the ripped point. Evaluation of undamaged sections of the returned sample confirmed there were no anomalies or defects. A review of the device history and shipping inspection records confirmed there were no production related problems or any discrepancies in the inspection results. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitely determined based upon the available information, it is likely that the actual sample was subjected to some external forces caused by the involved device used in combination with the actual sample, resulting in the generation of the observed damage on it. With no evaluation of the involved device, however, the cause of the external forces was unable to be determined definitely. Subsequently, when the actual sample was subjected to a withdrawal manipulation, the urethane outer layer was separated from the core wire and rolled back over the wire in the distal direction, resulting in the exposure of the core wire. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been place on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that the polyurethane coating separated on the guidewire during a fluoroscopy procedure. The following information was provided by the user facility: the guidewire was used in conjunction with a gyrus acmi ureteroscope; separation occurred when the urologist went to pull the wire out; subsequently, the wire coating became separated and exposed the core wire; it was confirmed that none of the polyurethane coating remained inside of the patient; the procedure was completed successfully with another wire; and there was no reported impact to the patient as a result of the event.